Manufacturer narrative:
(B) (4): eval results: endoleak. (Lack of info, unk cause of type iii endoleak. (B) (4) type (iii endoleak fabric).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. A recent CT demonstrated that the aneurysm was 51 mm in diameter. The vessels were 17 mm in diameter distal to the stent graft. It was reported that there was an endoleak on the left side of the stent graft, specifically at the middle of the left iliac limb. The endoleak was determined to be a type iii endoleak, graft related. The bifurcated stent graft is currently 10-13 mm below the left renal artery, but it is not known whether this was implanted or if the stent graft has migrated. It was also reported that the lumbar arteries were filling from the aneurysm sac. The pt was treated with another manufacturer's stent graft and the type iii endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.